Manufacturer narrative:
According to the field, the ra lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead was placed in the patient but was exhibiting high threshold measurements. The procedure was stopped due to haemostasis of the patient into their intubation tube. The ra lead was removed and was never in service. No adverse patient effects relating to the placement of the ra lead were reported.